Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that five days post successful implantation of a 2.5x28 mm xience alpine stent, target lesion restenosis was confirmed by intravascular ultrasound. Balloon angioplasty was performed to treat the restenosis. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A cine was received and review by an abbott vascular clinical specialist. The reviewer concluded that the images provided show treatment of what appears to be an occluded stent in the proximal and mid right coronary artery (rca). Final imaging show a patent vessel post treatment. However, the reported information did not indicate where the stent was implanted, nor any detailed information regarding the implant process. Without this additional detailed information, it could not be determined if there was a malfunction with the stent. The reported patient effect of restenosis is listed in instructions for use, xience alpine everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.